Event description:
No further event information available at the time of this report. Tooth location 15.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned products identified wear markings due to usage. Functional testing can not be performed on "loosening" because the as the exact details and condition of device usage can not be recreated on a single use item. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 15. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1192052). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1192052) for similar event and one (1) other relevant complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) and devices (iunihg) . Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a loosening abutment screw (iunihg).